Manufacturer narrative:
The returned device was evaluated. External and internal visual inspection reveal physical damage. Functional testing of the device confirmed the customer's complaint. The device was unable to function on battery power. The battery was changed and the device functioned as intended. It has been determined that the battery charge capacity had failed, as the battery was over seven (7) years old. A service history record review also reveals that this unit was in the field for over three (3) years with no previously reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-87 was not charging. The customer states the ac power led does illuminate when ac power is applied. However, the unit immediately turns off when removing ac power even after charging for several hours. Customer states the unit works fine on ac power. No consequences or impact to patient was reported.